Manufacturer narrative:
Additional info in h6 health effect clinical codes: 1918 - hypoxia, 1816 - dyspnea. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the wound culture done on (B)(6) 2022 showed cultures of burkholderia cepacia ¿ 104 cfu, staphylococcus aureus (mrsa) ¿ 104 cfu (MFR. Report # 2916596-2022-12807). Infection was treated with antibacterial therapy with some temporary success. There was progression into a deep driveline infection. On (B)(6) 2022 surgical incision and drainage of the abscess was done in the lower third of the sternum along the driveline pathway. Within the 3 years additional surgical revisions and debridements were carried out (MFR. Report #s 2916596-2022-14910, 2916596-2023-02374). The patient was placed on the urgent transplant list as the infection hadn't resolved. The respiratory insufficiency was multifactorial, primarily due to progressive heart failure on the background of pump thrombosis, accompanied by metabolic acidosis and systemic inflammatory response associated with sepsis. The patient had symptoms of progressive dyspnea, tachypnea, hypoxia and signs of other respiratory distress. They developed severe metabolic acidosis and required initiation of mechanical ventilation. The patient was treated with supplemental oxygen, followed by endotracheal intubation and mechanical ventilation from the progressive respiratory failure. Despite the supportive therapy the respiratory insufficiency continued as it was secondary to pump thrombosis and systemic complication of sepsis. This lead to the patient passing away on (B)(6) 2025.

Event description:
It was reported that the distributor updated that during a follow up echocardiogram (echo) a strange object in the left ventricle in close proximity of the inflow cannula was seen. The hospital was requesting log file analysis to confirm potential pump thrombosis and rotor condition status. Clinical condition and other information were requested to be completed. There were no low flow alarms. The log files were unable to be parsed as submitted. It was requested that the log files be downloaded again and re sent. The log files were then reviewed and showed power increasing along with rotor noise and displacement. This was suspect of thrombus. The pump temperature was normal at the time. The pump log file dates were noted to all be from 2024 which was said to be odd. It was noted that in the opinion of the site disseminated intravascular coagulation (dic) in the hypercoagulable phase, triggered by sepsis (deep driveline infection) contributed to the event. There were no recent changes to pump parameters. Due to the confirmed diagnosis of pump thrombosis and the patient's condition (on mechanical ventilation in the ICU), computed tomography (CT) imaging was not performed. There was no hematuria or other signs of hemolysis. The patient developed worsening symptoms of heart failure and respiratory insufficiency as well as metabolic acidosis. The patient was subsequently placed on mechanical ventilation. The patient received anticoagulation therapy with heparin. The international normalized ratio (inr) was maintained at 2.4. The patient was under close observation and they were added to the urgent transplant waiting list.

Manufacturer narrative:
Section e1: customer site was national research cardia(B)(6), kazakhstan. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the report of an increase in power that were reportedly due to suspected pump thrombosis. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. The controller event log file data from (B)(6) 2025. Elevated estimated flow and motor power values were captured, as high as 5.3 lpm and 4.7 watts respectively. Consistent with the controller event log file, the left ventricular asist device (lvad) periodic log file also captured upward trends in rotor noise were captured on (B)(6) 2025. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The account submitted an echocardiogram (echo) video for review. The inflow cannula appeared to have something along the anterior aspect. The doppler profiles are not laminar suggesting obstruction. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including device thrombosis, driveline infection, sepsis, respiratory failure and death. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism and infection as a late postimplant complication. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, provide information on system alarm conditions as well as the appropriate actions associated with each condition. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.